Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07796. It was reported that the right atrial lead exhibited multiple noise oversensing causing inappropriate mode switch. The noise was minimally replicated with isometrics. There was also multiple noise episodes on the ventricular lead, not reproducible with isometrics. The patient was asymptomatic. The leads were reprogrammed.